Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a complete pump reset by technical support, after which the cgm error did not occur again, and the caller successfully started their sensor session.